Event description:
The clinician reports the implant was inserted (B)(6) 2022. On (B)(6) 2026, loosening of implant not related to bone ingrowth was verified. According to the information, the patient has hypertension. Observed during the event: mobility/infection. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.